Event description:
It is reported that the device was implanted in 2007, and revised one week later.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt's activity level is unk. The stem may have contributed to cup loosening by improper leg length, improper offset, incorrect orientation, or stem loosening. Based on the available info, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.